Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the subject device was found to have a cracked bending section, compromised glue, and a pinhole in the cement. There was no patient involvement.

Event description:
During the device evaluation, the ultrasound gastrovideoscope was found to have compromised adhesive with a pinhole located in the cement. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct section b5 of the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.